Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was in intermittent comm loss with multiple telemetry transmitters. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and reached out to clinical information technology support (cits) for assistance. Cits had the customer reboot the universal gateway (ug). This fixed multiple devices that began to have comm loss as well. Cits performed further troubleshooting for a single gz transmitter, in addition to going through devices one at a time to verify ip addresses as one did not match up. Good faith attempts for additional information from the customer were not returned. The root cause is determined to be the facility's network environment.

Event description:
The biomedical engineer initially reported that they were having communication loss for on telemetry transmitter and later reported that there was intermittent communication loss on the central nurse's station (cns) monitoring multiple telemetry transmitters. No patient harm reported.

Manufacturer narrative:
The biomedical engineer initially reported that they were having communication loss for on telemetry transmitter and later reported that there was intermittent communication loss on the central nurse's station (cns) monitoring multiple telemetry transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the gz telemetry transmitter were being used in conjunction with the cns, but they only provided information for one of the transmitters. Telemetry transmitter, model: gz-130pa, sn: (B)(4).

Event description:
The biomedical engineer initially reported that they were having communication loss for on telemetry transmitter and later reported that there was intermittent communication loss on the central nurse's station (cns) monitoring multiple telemetry transmitters. No patient harm reported.